Event description:
It was reported that an ¿error¿ occurred on the pump (customer could not further clarify what type of error occurred) which required a pump reset to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.